Event description:
During an implant procedure, the helix of the leadless pacemaker (lp) stretched during a fixation test. The lp was explanted and a new lp was successfully implanted to resolve the event. The patient was in stable condition.